Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and nonbiological and air bubbles in gel. The foreign matter event occurred 113 times. The air bubbles in the gel event occurred 29 times. The following information was provided by the initial reporter: dirty tube x100; fm in gel x8; dirty shield x1; black spot in tube x4; gel air bubbles x29.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and nonbiological and air bubbles in gel. The foreign matter event occurred 113 times. The air bubbles in the gel event occurred 29 times. The following information was provided by the initial reporter: dirty tube x100, fm in gel x8, dirty shield x1, black spot in tube x4, gel air bubbles x29.